Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the insulation of the lead was damaged by puncture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lead insulation was extrinsically kinked/buckled. The proximal conductor of the lead became extrinsically distorted. The distal conductor was extrinsically distorted due to kinking/buckling. The connector of the lead was extrinsically bent. The analyst noted that the lead was returned with the insulation damaged on the connector sleeve. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.